Event description:
It was reported that a pump malfunction occurred. There was no reported impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and they acknowledged the instructions.